Event description:
It was reported that the user experienced difficulty pairing a newly started dexcom g7 sensor to the ilet, while glucose readings were available through the dexcom mobile app. Outcomes included no reported clinical symptoms, a reported blood glucose of 79 mg/dl, and no need for medical intervention. Investigation included troubleshooting assistance, during which the user was guided to toggle cgm settings, re-enter the sensor pairing code, restart the ilet, and complete a firmware update. Following these steps, the ilet returned to ¿pairing with sensor¿ status, and the user was advised to allow additional time for pairing to complete and to call back if the sensor did not begin warming up. Investigation of this case did not identify a malfunction of the ilet device, and the event remained consistent with cgm pairing and connectivity behavior pending completion of sensor warmup rather than a confirmed device or component failure.